Event description:
After received the letter of (B)(4). The customer retested patient samples previously tested with the recall lot 08852m500 of the architect ca9xr reagent. The customer indicated that patient results are higher on the recall lot. No specific patient data was provided and no impact to patient management was reported.

Manufacturer narrative:
(B)(4). Evaluation of the issue revealed that the conjugate component of the architect ca19-9 affected reagent lots contributed to elevated ca19-9 patient sample concentrations. All affected lots share the same conjugate component. Abbott issued a product recall for the six affected lots (08851m500, 08849m500, 10122m500, 08852m500, 08853m500, 10040m500) of the architect ca19-9 reagent, instructing customers to discontinue use and destroy any remaining inventory of the affected lots.